Event description:
The physician performed a tonsillotomy using the surgitron ffpf emc generator with a td9b 3mm ball electrode to ablate tonsil tissue. The physician actually imbedded the electrode into the tissue to ablate rather than keeping the electrode on the surface of the tonsil. Power settings were 8 in cut/coag wave form. The treatment was completed in a single session. Several days following the surgery, the pt died after uncontrollable bleeding. No autopsy was performed and as a result, the physician has no add'l info. The physician thought the bleeding could have been caused by insertion of the electrode into the tissue, leading to deeper necrosis than had he been working at the surface of the tissue.

Manufacturer narrative:
Ellman was informed of this event by a reference made to it in a nov 3, 2009, email responding to an inquiry for more info on an earlier reported incident. Ellman's understanding is that the treating physician used a technique that he developed himself that differs from the most similar documented technique in the following manners: the technique used more than twice the power; 8 in cut/coag (approx 70w at nominal load) vs the recommended 6 in fulgurate (approx 30w at nominal load). Sixty percent of the tonsil was removed compared to the recommended 50%. The tissue was removed in a single session vs the recommended three sessions. The electrode was embedded in the tissue while activated vs shaving off layers at the surface. All of these variations would provide greater heat buildup in the surrounding tissue. Additionally, embedding the electrode in the tissue would further reduce the physician's visualization of the tissue damage. Ellman has requested the return of the product for testing, however, the current info indicates this incident is technique related based upon a physician developing his own procedural technique with a basic surgical electrode set.